Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's (pt) ins will be removed and they want to donate their external equipment back to medtronic; they feel very strongly that it should not be wasted. When patient services (ps) asked the event date and the cause for the device removal pt said: it was right after implant this is a very painful conversation in a lot of ways. The pt said medtronic records should her prior calls about equipment and operation multiple times. The pt said, probably the best advice they ever got is: don't use the belt hold the recharger in their hand. Other than that it has never worked the way they expected it to work and caused a lot of auxiliary problems they are very happy it is being removed with stimulation off they feel much better. The pt said, they are not sure if it was their body, the implant process or the mechanics. They will have it taken out and will try a different method. The pt said, if there is any problem it is probably with the implant, the external equipment is in tip top shape. The pt said they understand interstim is not guaranteed and it depends on a lot of variables. See case # (B)(4) for the report of prior issues with their interstim system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's (pt) ins will be removed and they want to donate their external equipment back to medtronic; they feel very strongly that it should not be wasted. When patient services (ps) asked the event date and the cause for the device removal pt said: it was right after implant this is a very painful conversation in a lot of ways. The pt said medtronic records should her prior calls about equipment and operation multiple times. The pt said, probably the best advice they ever got is: don't use the belt hold the recharger in their hand. Other than that it has never worked the way they expected it to work and caused a lot of auxiliary problems they are very happy it is being removed with stimulation off they feel much better. The pt said, they are not sure if it was their body, the implant process or the mechanics. They will have it taken out and will try a different method. The pt said, if there is any problem it is probably with the implant, the external equipment is in tip top shape. The pt said they understand interstim is not guaranteed and it depends on a lot of variables. See case # (B)(6) for the report of prior issues with their interstim system.